Event description:
An initial sample which was run on the celldyn 1800 analyzer gave the following results: platelet (plt)=247,000/ul, hemoglobin (hgb)=8.8 g/dl. The results had rm and r3 flags. The sample was repeated with the following results" plt=562,000/ul, hgb=11 g/dl. The pt was redrawn with the following results: plt=653,000/ul, hgb=10.9 g/dl, rm flag generated. The customer stated that the pt's hgb is usually low but not that low. There was no impact to pt management.

Manufacturer narrative:
Troubleshooting performed with customer technical advocate (cta): check reagents; check lyse cap on reagent; lyse line rinse performed (2 weeks ago); syringes show no bubbles or leaks; hgb reference = 1923 (range 1800-2200). Cta instructed the customer in using replicate files to run precision and the precision procedure. Precision results (n=20), using fresh blood (45 minutes old): wbc=2.3(<=2.5); rbc=2.1 (<=1.7); hgb=2.4 (<=1.2); mcv=0.5 (<=1.5); plt=3.4 (<=6.0). Customer stated half the runs within the precision had ro flags on lymphs. Pt samples with discrepant results, run in 2007, were fingerstick specimens. Account is a pediatric group with most samples being fingerstick. Sample drawn at a reference lab was venipuncture. Customer is aware of difference between fingerstick and venipuncture; importance of technique in fingerstick sampling. Account does not check for clots prior to running. Customer technical advocate (cta) recommended samples be checked for clots before running and referred customer to hematology reference material for procedure. The customer agreed to an on-site field service visit to troubleshoot the instrument. The field service representative (fsr) replaced sample syringe; replaced all s2 pinch tubing; replaced s1 tubing for bubble mix; verified proper mix at flow panel; performed precision and calibration. Gains were checked and found within range. Controls recovered within range. The cell-dyn 1800 system operator's manual (07h80-01, rev d) recommends on pages 3-26 through 3-29 and 10-33, as actions for suspect parameter flags/suspect population flags, such as rm, r3, that the specimen be checked for clots or agglutination and rerun 20 minutes after collection and the operator follow the laboratory review criteria or review a smear and verify the wbc by an alternate method. In addition, the complaint analysis trending system (cats) and trending analysis support system (tass) were reviewed and no trends were identified. This is the final report. End of report.